Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings: a review of the pump black box data revealed no indication of a rewind issue on the event date. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no alarms. The pump displayed when it was rewound to the 206 unit position properly. The pump case was removed and no evidence of corrosion due to moisture was observed on the motor assembly or internal motor.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that the pump was not rewinding all the way. The piston allegedly did not rewind back fully, and the tubing was primed upon insertion of the cartridge. The reporter also stated that the pump did not make a motor noise at times while rewinding, and the pump occasionally did not display a number of units for the position. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.